Manufacturer narrative:
Summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends

Event description:
It was reported that the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter was found broken. As stated "the luer-lok was breaking where you twist port." There was no report of exposure, serious injury or medical intervention.